Event description:
Philips received a complaint on the v60 ventilator indicating that the top of the touchscreen was being unresponsive. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer biomedical engineer (bme) informed the remote service engineer (rse) of the touchscreen issue and stated that following a completed calibration of the touchscreen, the issue remained. The rse provided the customer bme with the part information and price for a replacement touchscreen. This investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted on (B)(6) 2024, (B)(6) 2024, and (B)(6) 2024 to obtain confirmation of a part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.